Manufacturer narrative:
The insulin pump was received with a no delivery alarm during the excessive no delivery test due to a faulty force sensor resistor. The pump was received with a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she dropped the insulin pump while she was in the restroom and now the pump is beeping. Customer stated that her blood glucose was 96 mg/dl. Customer stated that the infusion set and reservoir does not show signs of damage. Customer stated that the pump does not show signs of physical damage. Customer stated that the pump does not rattle when they shake it. Customer stated that the no delivery alarm just occurred and it occurred during manual prime. Customer stated that the no delivery alarm is recurring. Customer stated that the issue has not been resolved. Customer stated that the alarm is still active on the pump at the time of the call. Customer stated that the p-cap needle is straight. Customer stated that the insulin did not exit during the manual plunger push. Customer stated the pump did alarm no delivery with manual prime. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump a.